Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10dec2018. The unit was sent to philips as it was overdue for preventive maintenance. The philip's service technician reported the readings from the air valve were incorrect. The customer declined the estimate and the unit was sent back to the customer without the repair completed.

Event description:
Philips service technician reported not getting correct value readings from air valve. The top and bottom case assemblies were reportedly damaged. There was no patient or user harm reported. The event date was not specified; estimate used.